Event description:
A low readings issue was reported with the adc device. A customer reported receiving low sensor readings of "50-53 mg/dl" and self-treated with unspecified type of "a lot of insulin." As a result, customer had contact with a healthcare professional at the hospital who obtained a blood glucose reading of 207 mg/dl with a hcp meter compared to a sensor scan of 45 mg/dl. Hcp provided unspecified treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.